Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm history contains replace battery alarm. The customer¿s blood glucose level was unknown. Customer stated that the battery did not last more than 1 week. Customer was assisted with wireless connection process. Customer received low battery alert prior to the replace battery alert within 8 hours. Customer stated that the new battery did not resolve the issue. The insulin pump will not be returned for analysis.